Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
The customer reported that the infusion sets were leaking at the headset. The patient experienced elevated blood glucose readings. No adverse event was reported. The lot number was not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.